Event description:
Patient fell and dislocated. Surgeon decided to revise and exchange polyethylene liner since implanted for 12 years, noted osteolysis. Surgeon stated no product contribution.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined the liner product code has been inactive/obsolete since august of 2001. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.